Manufacturer narrative:
The customer cancelled the call because an on-site engineer repaired the cord. The system is operating as intended.

Event description:
The customer reported that the power plug of the 9600 system was loose and not working. No patient injury was reported.